Event description:
In 2007, it was reported that the distracter would not properly distract the posterior portion of the implant guide during the anterior interbody lumbar fusion causing the struts to not seat and appear 4 mm proud. The surgeon removed the implants and started over with the same implants, but they were stuck together and could not be used. The surgeon exchanged the endplates to those with less lordosis, contributing to a 30 minute delay in surgery. There was no reported injury to the patient.

Manufacturer narrative:
Device is an instrument; not implantable. This event is associated with recall, which requires training of the surgeon prior to use. The surgeon associated with the event was trained 04/26/2005. Investigation pending.